Manufacturer narrative:
D9: product received date 5/9/2025. H3: one device as returned for analysis with complaint that the pump had cassette attachment error occurred. There were no services reported previously. Visual and functional testing was performed, and the complaint was not confirmed. All tests exceeded specifications. Probable cause was not determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had cassette attachment error. There was no patient reported patient involvement.